Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to failure to recharge the system as recommended for 2 years. Reportedly, the patient did not like the tonic sensation. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model. Therapy was resumed postoperatively and the issue resolved.